Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of pain medication for malignant pain of the spine/back. In 1999, the pt underwent explantation of the pump for end of life. The pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump in 1999.